Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer alleged no delivery/occlusion alarms during therapy caused high bg's. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed no delivery alarm during bolus on 07/13/2021 at 20:52:44 and 20:53:41 in the device downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked case above arrow and battery icon. In summary, device passed required testing. Customer alleged for no delivery/occlusion during bolus was confirmed on the event date of (B)(6) 2021. Unable to confirm alleged high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a reoccurring insulin flow block alarm. Customer stated that they would rewind it and reload so that they could get the flow of insulin and went to fill cannula a unit or two and third method and took the reservoir out and did manual injection and changed the tubing and there was something on with the reservoir and the piston. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.